Event description:
During preparation and before opening of the packaging, a small, black foreign object can be seen within the sealed packing of the 7087 6f introducer, attached to the 'j' of the introducer wire.